Manufacturer narrative:
(B)(4). Since the lot number is known, a batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon conclusion of baxter's investigation.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during dwell 2 of 4. The home patient (hp) stated all the lines were connected to the bags, and there were no leaks noted. The technical service representative (tsr) assisted the hp with troubleshooting. The tsr told the hp to notify their registered nurse (rn) for further therapy assistance since it was unknown if they wanted to redo the setup or finish using manual supplies. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2012 regarding reported problem. The hp stated they did not start over with new supplies that evening; instead they just ended therapy for the night and continued in the morning using manual supplies. The hp stated that when they had the alarm they did not notice anything unusual with the supplies, so they are not sure as to what caused the alarm. The hp stated that therapy since then has been going very well. The hp stated they also talked to their nurse about this alarm. There was no medical intervention needed, and the nurse told them they took the proper steps in ending therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on potentially associated lot (h11l16012) with no issues noted. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.